Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was observed that the right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.